Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved and creases fold. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and two striated opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Two striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Additional, corrected and/or changed data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.